Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230 experienced hemolysis. There was an inferred allegation that this event was related to the performance of the pump head in the xlung kit 230. Multiple attempts were made to acquire further details concerning this patient¿s hemolysis; however, no additional information was obtained. As a result, the reason for ECMO support, ECMO settings, treatment course, medical intervention(s) required, and the patient¿s current disposition remains unknown. In the initial reporting, it was stated that an abnormal sound was heard when the revolutions per minute (rpm) on the console increased from 7000 rpm to 9000 rpm. Hemolysis was noted by the presence of the patient¿s darkened urine; however, there were no laboratory values provided to support this claim. The pump head was exchanged, presumably to a new xlung kit 230, and the patient¿s darkened urine was alleviated. It was reported the patient recovered from this event. There was no indication the patient experienced a serious injury, adverse event or deviated from the ECMO support course as a result of hemolysis.

Manufacturer narrative:
Plant investigation: the complaint sample was returned for evaluation. Scratch marks were visible on the outer housing and on the base of the inner housing. The pin of the inner housing was damaged. During functional testing, the rotor was wobbling slightly at low rpms of up to 3000. Some noise was audible at about 5000 rpm due to small air bubbles. There was no noise after the air was removed. There was a slight noise that became audible again at around 9000 rpm. The noise became louder when the speed was increased to 10000 rpm. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. The noise was most likely caused by the rotor rubbing against the outer and inner housing during operation. Although damage was found on the rotor and the pump head housing, the cause of the defect cannot be clearly determined. Furthermore, the pump head may have been damaged during use.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: the occurrence of hemolysis is common during ECMO support affecting 18% of ECMO patients. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius and/or xenios product.

Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230 experienced hemolysis. There was an inferred allegation that this event was related to the performance of the pump head in the xlung kit 230. Multiple attempts were made to acquire further details concerning this patient¿s hemolysis; however, no additional information was obtained. As a result, the reason for ECMO support, ECMO settings, treatment course, medical intervention(s) required, and the patient¿s current disposition remains unknown. In the initial reporting, it was stated that an abnormal sound was heard when the revolutions per minute (rpm) on the console increased from 7000 rpm to 9000 rpm. Hemolysis was noted by the presence of the patient¿s darkened urine; however, there were no laboratory values provided to support this claim. The pump head was exchanged, presumably to a new xlung kit 230, and the patient¿s darkened urine was alleviated. It was reported the patient recovered from this event. There was no indication the patient experienced a serious injury, adverse event or deviated from the ECMO support course as a result of hemolysis.